Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The display on the animas pump reportedly has been dim for the last few weeks. The reporter can only see the screen in a dark room, and cannot read it outside or in the house. There was no trauma or moisture issue. The contrast was set accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because, the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: during testing, the display screen was found to be dim/faded. A test screen was inserted and functioned appropriately. Unrelated to the complaint, the keypad was found to be peeling at the up arrow button. All buttons were responsive and contamination was found under all button contacts.